Event description:
Appears potential atrial under sensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) and inappropriate atrial pacing at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).